Event description:
A pump motor stall was noted in the event logs with no motor stall recovery. The motor stall was caused by the patient having a MRI or other medical procedure. There was no therapy or medical problem. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).